Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reverse locking mechanism was blocked, the backward trigger was defective and the motor was too weak. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check for air leak and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the top trigger on the compact air drive device was blocked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.